Event description:
It was reported that the spinal cord stimulator (scs) was no longer functioning as intended. The patient underwent an scs explant procedure and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 14905608.